Manufacturer narrative:
The device was not returned for evaluation. A potential root cause for this failure mode could be user related (example: contact with sharp object)/ / exposure to petrolatum based products mechanical failure/operator error. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "scope of application: disposable sterile catheter for children and adults to discharge urine from the bladder. Note: this product contains natural latex that may cause an allergic reaction. Sterility is guaranteed only when the package is not opened or has not been damaged. Warning: do not use ointments or lubricants containing vaseline ingredients. These products will damage the latex and may cause the balloon to burst. It is forbidden to pump urine through the wall of the urination funnel. Single use only. Repeat sterilization is prohibited. For urinary use only. Please check the product for incompleteness or surface wear before use. Type of valve: inline syringe. Do not use the needle. The correct way to shrink the balloon: gently insert the syringe into the valve of the catheter. Do not use excessive force when the syringe is ¿pierced¿ into the valve. If the contraction is found to be slow or not at all, the syringe should be gently reset. If necessary, the balloon can only be contracted by gentle suction. Forced suction may cause the inflation lumen to collapse. If the hospital's operating specifications permit, the valve can be shut off. If the operation fails, the professional who has received sufficient training should be consulted in accordance with the relevant regulations of the hospital's operating regulations. Once the balloon has ruptured, care should be taken to ensure that all balloon fragments are removed from the patient. Storage: the catheter should be stored at room temperature and away from direct sunlight, preferably in the original box. Note: (us) federal law restricts the device to be sold or ordered only by a physician."

Event description:
It was reported that the surgeon inserted a urinary catheter in the patient using sterile paroline as lubricant at 9:30 am on (B)(6) 2019. There was 15 ml of water that was injected into the balloon of the catheter. It was indwelled inside the body by 4:30 pm, when the patient told the surgeon of bleeding. The surgeon examined and found the balloon ruptured. Urinary catheterization was re-performed, and at which time 10 ml of water was injected into the balloon. On the morning of (B)(6) 2019, it was found that a second balloon rupture occurred. At 9:30 am on (B)(6) 2019, the surgeon re-performed urinary catheterization, with 5 ml of water being injected into the balloon this time. In the afternoon, the patient told the surgeon of the catheter detachment by itself, with the balloon ruptured again. Per email received from the ibc representative on 21-aug-19, no pieces were missing from the ruptured balloon. Per additional information received from the ibc via email on 23-aug-19, it was reported that the user applied liquid paraffin to the device. The user is a new customer and was not familiar with the IFU information.

Manufacturer narrative:
The device was not returned for evaluation. A potential root cause for this failure mode could be user related (example: contact with sharp object)/ / exposure to petrolatum based products mechanical failure/operator error. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "scope of application: disposable sterile catheter for children and adults to discharge urine from the bladder. Note: this product contains natural latex that may cause an allergic reaction. Sterility is guaranteed only when the package is not opened or has not been damaged. Warning: do not use ointments or lubricants containing vaseline ingredients. These products will damage the latex and may cause the balloon to burst. It is forbidden to pump urine through the wall of the urination funnel. Single use only. Repeat sterilization is prohibited. For urinary use only. Please check the product for incompleteness or surface wear before use. Type of valve: inline syringe. Do not use the needle. The correct way to shrink the balloon: gently insert the syringe into the valve of the catheter. Do not use excessive force when the syringe is ¿pierced¿ into the valve. If the contraction is found to be slow or not at all, the syringe should be gently reset. If necessary, the balloon can only be contracted by gentle suction. Forced suction may cause the inflation lumen to collapse. If the hospital's operating specifications permit, the valve can be shut off. If the operation fails, the professional who has received sufficient training should be consulted in accordance with the relevant regulations of the hospital's operating regulations. Once the balloon has ruptured, care should be taken to ensure that all balloon fragments are removed from the patient. Storage: the catheter should be stored at room temperature and away from direct sunlight, preferably in the original box. Note: (us) federal law restricts the device to be sold or ordered only by a physician."

Event description:
It was reported that the surgeon inserted a urinary catheter in the patient using sterile paroline as lubricant at 9:30 am on (B)(6) 2019. There was 15 ml of water that was injected into the balloon of the catheter. It was indwelled inside the body by 4:30 pm, when the patient told the surgeon of bleeding. The surgeon examined and found the balloon ruptured. Urinary catheterization was re-performed, and at which time 10 ml of water was injected into the balloon. On the morning of (B)(6) 2019, it was found that a second balloon rupture occurred. At 9:30 am on (B)(6) 2019, the surgeon re-performed urinary catheterization, with 5 ml of water being injected into the balloon this time. In the afternoon, the patient told the surgeon of the catheter detachment by itself, with the balloon ruptured again. Per email received from the ibc representative on 21-aug-19, no pieces were missing from the ruptured balloon. Per additional information received from the ibc via email on 23-aug-19, it was reported that the user applied liquid paraffin to the device. The user is a new customer and was not familiar with the IFU information.